Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump and had unusual alerts. Customer¿s blood glucose level was 183 mg/dl. Customer reported that they were able to clear the alarm and not able to rewind the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing including the self, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected pump error 79/19/63 alarms were noted during testing. However, a pump error 63 alarm was confirmed in the pump history due to a software error.